Event description:
It was reported foreign matter was found on the bd¿ syringe, luer slip with needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo and confirmed the reported observation of foreign matter. However, since no samples were available we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: no samples were returned to determine the type of fm. Hence root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found on the bd¿ syringe, luer slip with needle before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported foreign matter was found on the bd¿ syringe, luer slip with needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo and confirmed the reported observation of foreign matter. However, since no samples were available we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: no samples were returned to determine the type of fm. Hence root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported foreign matter was found on the bd¿ syringe, luer slip with needle before use. There was no report of exposure, injury, or medical intervention noted.